Manufacturer narrative:
The system was examined and the reported event was confirmed. A company representative tightened the microscope mount. The system was tested and found to meet product specifications. There was no report of surgical impact or patient harm. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported aberrometer was wobbly on the scope. Upon follow up, aberrometer has gradually become loose. No patient harm or unexpected outcomes were noted. The customer reported aberrometer was noticeably looser than their other one in a different operating room.